Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) pump not working. There has been no surgical intervention at this time. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) pump not working. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) pump not working. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Updated fields a2 age at time of event, d6b explant date, c2/d10 concomitants.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. Microscopic examination of the pump found that the pump deflation ball, spring, and cylinder valve poppet were misaligned; the deflation ball was found to be sitting too far forward. The pump was functionally tested and did not pass inflation, deflation, or activation testing. Based on the information available and analysis results, the issues with the misalignment and the functional testing not passed could affect product functionality. A conclusion code of cause traced to component failure was chosen for this investigation.

Event description:
It was reported that the patient experienced difficulty with the inflatable penile prosthesis (ipp) pump not working. The patient underwent surgical intervention to explant the ipp. There were no patient complications reported.